Event description:
The dealer reported that the (B)(4) concentrator in question shut down after running for approximately 30 seconds. The dealer also noted that the concentrator's 4-way valve was not switching.